Manufacturer narrative:
This supplemental report is being submitted to provide the l:egal manufacturer's final investigation results. Based on the results of the investigation, the confirmed malfunctions were likely due to water or moisture that may have intruded into the endoscope, and the moisture caused the image sensor unit and the circuit board in the endoscope connector to be broken; however a definitive root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The event can be detected/prevented by following the instructions for use (IFU) which state: -operation manual chapter 3, ¿preparation and inspection¿ section 3.6, ¿inspection of the endoscopic system¿ ¿inspection of the endoscopic image¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection that the videoscope exhibited images disappearing and error messages b30 (scope communication error) and e216 (image occurrence). There were no reports of patient involvement.